Manufacturer narrative:
This report is for an unknown veptr/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: greggi, t. Et al (2013), growing spinal systems and early onset deformities: is hyperkyphosis a contraindication?, european spine journal, vol. 22 (supplement 5), page s697 (italy). The aim of this retrospective study is to show if those systems can be effectively used in the treatment of spinal kyphotic deformities. Between 2006 to 2011, a total of 16 paediatric patients (8 males and 8 females) with a mean age of 7 years (range, 4 to 11) were included in the study. 9 patients out of 16 were implanted with veptr (always rib to spine construct). The mean follow-up was 30 months (range, 18 to 67). The following complications were reported as follows: at final follow up, after 31 lengthening procedures, a loss of correction occurred on sagittal plane: thoracic kyphosis increased thoracic kyphosis increased from 52° to 59°; in case of veptr from 60° to 70°. 15 complications occurred in 8 patients, requiring revision surgery in 7 patients (4 cases of proximal junctional failure). (The article did not indicate how many patients were implanted with veptr who had complications). This is report 1 of 1 for (B)(4). This report is for an unknown synthes veptr.